Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an abdominal wound wash out and closure procedure on (B)(6) 2018 and barbed suture was used. The suture broke into pieces while attempting to close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.